Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and right side exchange from textured to smooth due to concern with the product.

Event description:
Healthcare professional reported right side deflation as well as a bilateral exchange from textured to smooth due to concern with the product. Device has been explanted.

Manufacturer narrative:
Device analysis: visual analysis of the returned device identified: opening, broken plug strap, yellow particle inside device and white calcification in the surface of the shell. Leak test was performed and found opening on posterior . A microscopic analysis was performed which identify sharp opening on the posterior, punctured in the anterior and broken sharp plug strap. A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: an opening sharp on the posterior side assessed as unidentified (tear) opening, a punctured opening on anterior due to surgical damage like and a broken sharp plug strap side assessed as unidentified (tear) broken.

Event description:
Healthcare professional reported right side deflation as well as a bilateral exchange from textured to smooth due to concern with the product. Device has been explanted.